Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
This report is for the right hip. It was reported through stryker facebook page: "I have two fake hips and I'm in constant pain and I have bursitis in both hips. And it's a complete joke."